Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer had not reported the symptoms. The customer treated in hospital. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was unknown. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) at 11 pm. The blood glucose value when admitted to hospital was over 600 mg/dl. The customer complained about hyperglycemia and diabetic ketoacidosis. The customer cause of hospitalization per healthcare professional's was hyperglycemia and diabetic ketoacidosis. Customer stated that pump was flashing no delivery. Customer reports alarm did not occur during manual prime. The product was not returned for analysis.